Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:55:06. During night drain cycle one, the patient's ultrafiltration reading was 1586 ml, indicating the home patient drained 1586 ml more than their maximum programmed fill volume of 2500 ml. No additional information is available.